Manufacturer narrative:
The investigation determined that higher than expected vitros intact pth (ipth) results were obtained when non-vitros mas quality control (qc) fluids were processed using vitros ipth reagent lot 1711 when tested on two different vitros 5600 integrated systems. A definitive assignable cause for the discordant higher than expected vitros ipth results could not be determined with the information provided. Based on limited historical quality control results, a vitros ipth lot 1711 reagent issue cannot be completely ruled out as a contributor to the event. Additionally, there are also no indications of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, the customer did not perform a within run precision test at the time of the event to definitively rule out an instrument issue. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ipth reagent lot 1711.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros intact pth (ipth) results were obtained when non-vitros mas quality control (qc) fluids were processed using vitros ipth reagent lot 1711 when tested on two different vitros 5600 integrated systems. Mas omniimmune oim2302 level 1 results of 23.3, 23.8 and 24.8 pg/ml versus the expected result of 17.9 pg/ml mas omniimmune oim2302 level 2 results of 54.2, 54.9 and 58.5 pg/ml versus the expected result of 41.2 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ipth results obtained were from non-patient fluid and were not reported outside of the laboratory. Ortho is not aware of any reported allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4), and reportability assessment 601420.